Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available. The original MDR was submitted with code 2199 for patient code, code 2914 for device code, code 3263 for method code, code 92 for conclusion code, which no longer exist. Note: this report is being submitted retrospectively per FDA request. Code 4582 has been selected for health effect clinical code and code 4031 has been selected for medical device problem code (new fields).

Event description:
It was reported that the system froze and locked up during an intracardiac echocardiography (ice) procedure. The user rebooted the system to restore functionality. It is unknown whether the imaging was completed; but there was no loss of data reported. There was no patient injury reported. No additional information was provided.